Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of hld in addition to the patients age at the time of implant. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Manufacturer narrative:
H3: customer reports of calcification, thickened leaflets, and stenosis were confirmed through observed calcification and host tissue overgrowth. Reports of type a aortic dissection and aortic insufficiency were unable to be confirmed through visual observation. X-ray demonstrated wireform intact; moderate to heavy calcification was observed on leaflets 2 and 3, and minimal calcification on leaflet 1. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 on the inflow aspect and 5mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect and moderate at the outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 3mm at commissure 3 on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off around the valve and exposed metal band on the inflow aspect. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 27mm 3000tfx aortic valve was explanted after an implant duration of 9 years, 8 months due to calcified, thickened valve leaflets with mild to moderate ai and as and type a aortic dissection. The explanted valve was replaced with a 25mm 11060a valve. The patient was in stable condition post procedure. Per medical records: the patient presented having been experiencing chest and back pain for approximately a week. The patient was diagnosed with a 7cm type a aneurysm of the ascending thoracic aorta. A tee showed mild- to moderate ai and mild to moderate stenosis of the bioprosthetic valve, lvef 20%. In surgery, on examination the true lumen of the aortic arch was obliterated in the transverse arch, there was a subacute to chronic dissection flap with a large false lumen, the flap extending from the non-coronary sinus to the aortic arch. The patient underwent replacement of the ascending aorta and hemiarch with a dacron graft. At the aortic root the flap and false lumen extended into the non-coronary sinus across to the origin of the lm coronary artery, the leaflets of the bioprosthetic valve were calcified and thickened. The valve was excised. The patient underwent replacement of the aortic root with a 25mm 11060a avc. Post op tee showed a normally functioning aortic bioprosthetic valve and improved lv function. The patient was transferred to ICU in stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.